Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this patient with a 21mm perimount edwards valve implanted in the aortic position underwent surgery for a valve in valve procedure after an implant duration of approximately nine (9) years and ten (10) months due to insufficiency. The patient presented with dyspnea, left ventricular ejection fraction (lvef) 56%, pre-heart failure (aha b, stevenson a). A valve model 9600tfx23 was implanted within the pre-existing surgical device with no reported complications. The patient was noted as to be discharged home.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The information provided in g3 field in the initial report submitted (B)(6) 2024 was found to be incorrect. The correct date is (B)(6) 2024.

Manufacturer narrative:
Added information to section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. The most likely root cause is patient-related factors, including a stable coronary artery disease and implant data duration over 9 years.